Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak in front of the bag at the dotted ¿I¿ in the word (B)(4). The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from a pin hole on the center of the bag. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.